Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server connectivity was lost. A technical support specialist (tss) conducted a series of checks and validations following a reported connectivity issue. The tss initially found the plx application server unreachable. After confirming it was back online via the remote support system and verified all services were running and communication between the cloud control environment and enterprise server was intact. No performance issues were detected, and data synchronization logs confirmed active station communication. A manual report ran successfully. The clinical support coordinator later confirmed with it that the system was fully operational. The case remains open for 24-hour monitoring before closure. The customer acknowledged, and no further issues were reported. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the connectivity was lost, and new orders were not crossing over between the ehr (electronic health record) and pyxis server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.